Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot n4l1378y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a video-assisted thoracic surgery (vats) lobectomy procedure, the operating room nurse noted that the reload did not produce a "click" sound when loaded and was not able to fire. When attempting to unload the reload, it was noted that the user did not use much force, but there was still difficulty in unloading the device. The reload part that was locked together with the handle broke, and a part disengaged, although no pieces fell into the patient's cavity. These issues occurred on two devices. The device was replaced with a new reload, and the procedure continued using the same manual handle without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full complement of staples. The proximal end of the reload adapter was broken. It was reported that a component disengaged, the device was difficult to load, would not fire and there was no audible feedback. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This condition may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, h3, g3, h6 (fdm, fdr, fdc changed) correction: h6 (fdd a1701 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.